Event description:
After the deltaplush cerecyte microcoil 4 mm x 8 cm (cpl10040830/g13355) was inserted into the aneurysm; it could not be detached. Despite the marker was readjusted and the cable (details unknown) was replaced; the coil could not be detached. So; the coil was retrieved safely from the body. After this; another deltaplush (details unknown) was used without any problems. There was no resistance felt during dpu/coil deployment. The old dcb (black, details unknown) was used. It is unknown if a pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. New batteries were not used. During the detachment cycle, the detachment light illuminated. The audible signal beeped. There was no resistance felt during dpu/coil deployment. An sl-10 microcatheter (details unknown) was used.

Manufacturer narrative:
After the deltaplush cerecyte microcoil 4 mm x 8 cm (cpl10040830/g13355) was inserted into the aneurysm; it could not be detached. Despite the marker was readjusted and the cable (details unknown) was replaced; the coil could not be detached. So; the coil was retrieved safely from the body. After this; another deltaplush (details unknown) was used without any problems. There was no resistance felt during dpu/coil deployment. The old dcb (black, details unknown) was used. It is unknown if a pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. New batteries were not used. During the detachment cycle, the detachment light illuminated. The audible signal beeped. There was no resistance felt during dpu/coil deployment. An sl-10 microcatheter (details unknown) was used. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design, or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: another deltaplush (details unknown), 2 cables (details unknown), old dcb (black, details unknown), sl-10 microcatheter (details unknown).